Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they were having retention ¿bad¿ and they would feel like they needed to go to the bathroom but once they got there they couldn't go. Consumer also reported having a bad reaction to the antibiotics the health care professional put them on. It was reported that they patient¿s dressing was quite soiled. No further complications reported/anticipated.